Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0s8ed, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown, product type: unknown. (B)(4).

Event description:
The consumer reported a loss or change of therapy, noting it was difficult to start going to the bathroom again. Stimulation was not felt, but the therapy was confirmed to be on. The patient reportedly jumped off a ladder onto the ground in (b)() 2015 which was "around the same time" as the loss of therapy and stimulation. It was noted that the patient thought the programmer instructions were confusing. During the call, the patient changed programs and increased stimulation to the point that the patient barely felt it. Cause and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacture representative reported there were no issues during interrogation. During the meeting with the patient, the settings were adjusted and the patient was asked to leave a urine sample. It was noted that the patient was implanted for retention. The consumer reported having a urinary tract infection which was causing [their] problem. Antibiotics were taken and the device was working again for the patient.